Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported separation and leaking at both connection points attaching to the stop-cock during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of separation of the stopcock was confirmed visually upon receipt but was not replicated. The customer¿s report of a leak was not confirmed. During inspection the 4-way stopcock was observed to be completely separated from the upper and lower portions of tubing to which it had been connected during product assembly. After reconnecting the stopcock to both pieces of the separated tubing and securely tightening both luer connections, the customer-provided set was functioning effectively throughout testing, and no disconnections, loosening, or leaking occurred at any time. The root cause of the customer¿s experience was failure to tighten the stopcock connections prior to use as instructed in the directions for use.

Event description:
The customer reported separation and leaking at both connection points attaching to the stop-cock during patient use. There was no patient harm.